Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) photos were submitted to the manufacturer for evaluation. Through visual examination of the photos, it was observed that the bloodline had detachment. Based on the investigation of the photo, the reported defect is confirmed. A review of the device history record (DHR) was performed for the reported lot number and no abnormalities or nonconformances were noted during the in process or final product inspection. During an internal investigation, it was identified that a new personnel who was in the training process was performing poor solvent application techniques. The defect is a result of a failure in the production process. Corrective actions include retraining the personnel in the work instructions in operation pump tube assembly, pump and pod. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "it came out of a sterile package like this." Four photos attached in the email show the product detached.